Event description:
Sales consultant called in to report: during a hardware removal of a cervical plate; during the removal of the 4.0/4.35mm screwdriver shaft, the tip of screwdriver broke. It was reported that a small fragment came off. All fragments were retrieved and none remained in the patient. The procedure was successfully completed with no injury to the patient. There was no delay in completing the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Corrected product code from lxh to hxx. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The DHR was reviewed and (B)(4) was found on p/n 387.281 lot 5436081 for feature l1 oversize. The product development engineer accepted the parts use as is because at mmc the mating surface of these screwdrivers will not affect their functionality. The drivers will both self-retain and have enough purchase in the expansion head screws. Relevance of this nonconformance is not able to be determined at this time. No other issues were found during manufacture that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates one 4.0mm/4.35mm screwdriver shaft was returned for evaluation. The tip is damaged with three of four drive tangs broken off and not returned. The one remaining tang on the tip and the remaining tip features are deformed as well. The damage to this instrument is not associated with manufacture. Due to the damage that occurred in the field relevant dimensional checks could not be completed. Measurements that could be taken were found to meet specifications. A product development evaluation was also conducted. The report indicates the 4.0mm/4.35mm screwdriver shaft was received with three out of four outer lobes chipped. The quick connect end has been severed for hardness testing and was returned. The screwdriver shaft is found in the cslp system. The design allows for the insertion of the expansion head screws through the plate and into the vertebral body. The 387.281 driver could not be located in any technique guide; however it is referenced in the risk assessment. The materials and specifications are adequate for the devices intended use. The complaint handling unit engineer calculated a torque to yield of approximately 7.83 n-m and a torque to failure of approximately 8.39 n-m. These torque values are adequate for a cervical spine screwdriver. The returned driver has 3 out of 4 lobes fractured which implies that the driver was off-axis and not fully inserted in the screw while attempting to remove the hardware.

Event description:
Patient was implanted with cervical spine locking plate variable angle (cslp va) and screws construct (levels unspecified) years ago on an unknown date. Patient had fused. Patient then developed adjacent level disc disease and returned to the operating room on (B)(6) 2013. The surgeon removed the previously implanted cslp va construct and revised the patient with new hardware at the above levels for the adjacent level disc disease. There were no issues with the outcome of the surgery. Reportedly there was no complaint against the cslp va construct. This is 1 of 3 reports for the same event, complaint #(B)(4).